Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a battery out limit. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to verify battery out limit and low battery alerts due to blank display. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube and missing end cap sticker.